Event description:
Event description boston scientific received information that the lead safety switch was triggered on this pacemaker, and the right ventricular lead impedance measurements were very low. During the revision procedure the same day, an insulation break on the chronic ventricular lead was observed. As the patient's left superior vena cava (svc) was occluded for new implant, the original system was explanted and the leads surgically abandoned, and a new system was implanted on the patient's right side. To date, there have been no reported patient symptoms associated with this clinical observation.